Event description:
On (b)() 2010, patient reported insulin may have been spilled in the cartridge compartment of the infusion device. Patient stated it only happened one time and was approximately "way more than 6 months ago." No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the suspect product for evaluation.